Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and a shock for atrial fibrillation (af) with rapid ventricular response. The shock delivery accelerated the rhythm to the ventricular fibrillation (vf) zone. Another shock was delivered which converted the patient¿s rhythm. The shock impedance measurements were greater than 125 ohms with the shock. The device was reprogrammed and the patient would be brought in for a cardioversion for their af. The patient performed a remote follow up and shock impedance measurements were normal. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.